Manufacturer narrative:
Visual inspection confirmed that the device had fractured near the head of the screw. In addition, the hex was found damaged. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. No lot number was provided for the abutment screw; therefore, the device history record and complaint history reviews could not be completed. No definitive root cause could be determined. (B)(4).

Event description:
The dentist reported the gold screw fractured on a three-piece bridge on an implant. The implant remains placed without any problem.